Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (termination)"), device dislocation ("migration of essure device location of device") and genital haemorrhage ("heavy bleeding with blood clots") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 2005, (B)(6) 2011). Concurrent conditions included endometriosis since 2015, ovarian cyst since 17-jun-2013, pelvic adhesions, pelvic peritoneal adhesions, overweight and uti. Concomitant products included terconazole (terazol) for gardnerella vaginalis vaginitis and fluconazole (diflucan) and metronidazole for gardnerella vaginalis vaginitis and. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), rash generalised ("rashes all over her body"), investigation noncompliance ("no hsg test performed"), bladder disorder ("bladder or urinary problems or changes :bladder change"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nikel allergy") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"). On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urticaria ("skin rash/ ), rashes or skin conditions type: hives"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("possible uti"), vulvovaginal pruritus ("vaginal itch /vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), vaginal odour ("vaginal odor"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with morphine sulfate (morphin), ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (underwent a procedure to remove essure device.) And surgery (pregnancy termination (elective abortion0). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, rash generalised, investigation noncompliance, dysmenorrhoea, abdominal pain, urticaria, feeling abnormal, vaginal haemorrhage, urinary tract infection, bladder disorder, fatigue, alopecia, vulvovaginitis, vaginal infection, vulvovaginal pruritus, vulvovaginal discomfort, vaginal odour, vaginal discharge, headache, migraine, nausea, allergy to metals, weight increased and dysgeusia had resolved and the pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage, investigation noncompliance, pelvic pain and rash generalised with essure. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort, vulvovaginal pruritus, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (termination)"), device dislocation ("migration of essure device location of device") and genital haemorrhage ("heavy bleeding with blood clots") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 2005, (B)(6) 2011). Concurrent conditions included endometriosis since 2015, ovarian cyst since (B)(6) 2013, pelvic adhesions, pelvic peritoneal adhesions, overweight and uti. Concomitant products included terconazole (terazol) for gardnerella vaginalis vaginitis and fluconazole (diflucan) and metronidazole for gardnerella vaginalis vaginitis and. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), rash generalised ("rashes all over her body"), investigation noncompliance ("no hsg test performed"), bladder disorder ("bladder or urinary problems or changes :bladder change"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nikel allergy") and weight increased ("weight gain"). In july 2011, the patient experienced headache ("headache") and migraine ("migraines"). In august 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"). On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urticaria ("skin rash/ ), rashes or skin conditions type: hives"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("possible uti"), vulvovaginal pruritus ("vaginal itch /vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), vaginal odour ("vaginal odor"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with morphine sulfate (morphin), ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (underwent a procedure to remove essure device.) And surgery (pregnancy termination (elective abortion). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, rash generalised, investigation noncompliance, dysmenorrhoea, abdominal pain, urticaria, feeling abnormal, vaginal haemorrhage, urinary tract infection, bladder disorder, fatigue, alopecia, vulvovaginitis, vaginal infection, vulvovaginal pruritus, vulvovaginal discomfort, vaginal odour, vaginal discharge, headache, migraine, nausea, allergy to metals, weight increased and dysgeusia had resolved and the pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage, investigation noncompliance, pelvic pain and rash generalised with essure. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort, vulvovaginal pruritus, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter added and patient demographic updated. Historical condition, concomitant disease, concomitant drugs and treatment drugs were added. Updated suspect drug indication. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). Added events abnormal bleeding (menorrhagia), bladder or urinary problems or changes: bladder change, fatigue, hair loss, infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis, possible uti, vaginal itch/ vaginal itching, vaginal irritation, vaginal odor, migraines/headaches, migration of essure device location of device, nausea, nickel allergy, pregnancy (termination), vaginal discharge, weight gain, metal taste, she did not undergo essure confirmation test. Updated event onset date and outcome of events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (termination)"), device dislocation ("migration of essure device location of device") and genital haemorrhage ("heavy bleeding with blood clots") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 (((B)(6) 2005, (B)(6) 2011). Concurrent conditions included endometriosis since 2015, ovarian cyst since (B)(6) 2013, pelvic adhesions, pelvic peritoneal adhesions, overweight and uti. Concomitant products included terconazole (terazol) for gardnerella vaginalis vaginitis and fluconazole (diflucan) and metronidazole for gardnerella vaginalis vaginitis and. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), rash generalised ("rashes all over her body"), investigation noncompliance ("no hsg test performed"), bladder disorder ("bladder or urinary problems or changes :bladder change"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nikel allergy") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"). On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urticaria ("skin rash/ ), rashes or skin conditions type: hives"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("possible uti"), vulvovaginal pruritus ("vaginal itch /vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), vaginal odour ("vaginal odor"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with morphine sulfate (morphin), ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (underwent a procedure to remove essure device.) And surgery (pregnancy termination (elective abortion0). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, rash generalised, investigation noncompliance, dysmenorrhoea, abdominal pain, urticaria, feeling abnormal, vaginal haemorrhage, urinary tract infection, bladder disorder, fatigue, alopecia, vulvovaginitis, vaginal infection, vulvovaginal pruritus, vulvovaginal discomfort, vaginal odour, vaginal discharge, headache, migraine, nausea, allergy to metals, weight increased and dysgeusia had resolved and the pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage, investigation noncompliance, pelvic pain and rash generalised with essure. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort, vulvovaginal pruritus, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding with blood clots") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), urticaria ("hives"), rash generalised ("rashes all over her body") and investigation noncompliance ("no hsg test performed").on an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), rash ("skin rash"), dysgeusia ("metallic taste in her mouth"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, urticaria, rash generalised, investigation noncompliance, dysmenorrhoea, abdominal pain, alopecia, rash, dysgeusia, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage, investigation noncompliance, pelvic pain, rash generalised and urticaria with essure. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, feeling abnormal, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2017: follow up received from summons: new events were reported: painful menstrual cycles, , abdominal pain, hair loss, and skin rash, a metallic taste in her mouth, brain fog, and heavy vaginal bleeding. Event pelvic pain clubbed with earlier event. The plaintiff underwent a procedure to remove the essure implant on (B)(6) 2015. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.